Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted (B)(6) 2017 product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead developed elevated thresholds and elevated number of short v-v intervals. It was also reported that the rv lead was oversensing due to noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.